Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "when in use shows low battery. Was left for 24hrs in observation and continued with low battery" during therapy in the pediatrics care area (medication, volume and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "machine in use brand battery. It left 24 hours in observation and continues with low battery" was reproduced. Battery low! Alerts were verified through a review of the event history log. Evaluation found that the power cord had failed which was not charging the battery as intended, resulting in low battery alerts, even when plugged in. The power cord was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.